Event description:
It was reported that the ilet connector attached to the pump in a back pocket snapped, and the user resumed insulin delivery after removing the broken connector and changing supplies, with a blood glucose of 213 mg/dl at the time of the report. Symptoms included hyperglycemia. Outcomes included interruption of drug delivery and the need for replacement supplies. Investigation included customer follow-up and collection of photographs, along with return and assessment of the broken connector. Investigation of this case revealed a fractured connector component consistent with mechanical damage to the infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or handling of the connector leading to breakage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.